Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45mg/dl and the insulin pump had a delivery anomaly. The customer was assisted with delivery anomaly troubleshooting. Customer¿s blood glucose level was 95mg/dl at the time of the call. The customer treated the low with soda. Customer stated that the insulin pump was not suspending delivery when the blood glucose level was near the low suspend limit. The customer did not have a linked meter and did not receive assistance with programming the insulin pump. The customer was also having trouble with their sensor could not continue troubleshooting the insulin pump. The product will not be returned for analysis.